Event description:
It was reported that the lower display of the epg (external pulse generator) was not working. There is slight screen degradation. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).